Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. If information becomes available will revise the file accordingly.

Event description:
It was reported that an unspecified medication infusion was started at 01:26 am. At 03:00 am damaged platen was discovered and free flow of unspecified medication occurred. No adverse reaction was caused to the patient from this event.

Manufacturer narrative:
The reported issue that from the med surg oncology that guardrails ivf d5w (rate: 50h, vtbi:950) was started at 01:26 am. At 03:00am a damaged platen was discovered and that there was a free flow of unspecified medication was not able to be confirmed. No devices were returned for investigation. Log analysis results: the infusion of ivf (drugid=1) was initially started at 06:40am on 19jul2020 with the rate at 50ml/h and the vtbi at 980ml. A new vtbi of 950ml was entered at 01:27am on 20jul2020 and the infusion was restarted with only a volume infused recorded at 338.015ml from the initial vtbi of 980ml. It could not be ascertained from the log if a new bag was hung. The rate had been decreased to 5ml/h at 04:37am with a remaining vtbi recorded at 792.806ml. A total volume of 495.209ml had been recorded. The pump module was turned off at 04:41am with a total volume delivered recorded at 495.6ml. The reason for the early termination could not be ascertained from the log. The reported issue was not able to be confirmed from the information received; however it is known that a broken upper platen hinge post can result in periodic unregulated flow if the platen becomes out of alignment. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 24oct2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 23sep2020 and indicated that this device has been previously returned twice for service of issues that were not related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the med surg oncology that guardrails ivf d5w (rate: 50h, vtbi:950) was started at 01:26 am. At 03:00 am damaged platen was discovered and free flow of unspecified medication occurred. Lvp 8100 module was examined by biomed. Platen upper hinge pin was found to be broken. No adverse reaction was caused to the patient from this event. Received a copy of the customer's sus voluntary event report from FDA which states, ¿pt was getting fluids, d5w at 50 ml/hr bag changed at 0126 when checked at 0300, the drip was running too fast more fluid was gone from the bag than should have been when set at 50 ml/hr, immediately switched out alaris brain and channel, replaced with new one. FDA safety report ID# (B)(4)".

Manufacturer narrative:
Additional information: ref # mw5095748, updated b5, updated g3 (report source). Correction: e4, g3 (other source)

Event description:
It was reported that an unspecified medication infusion was started at 01:26 am. At 03:00 am damaged platen was discovered and free flow of unspecified medication occurred. No adverse reaction was caused to the patient from this event. Received a copy of the customer's sus voluntary event report from FDA which states, ¿pt was getting fluids, d5w at 50 ml/hr bag changed at 0126 when checked at 0300, the drip was running too fast more fluid was gone from the bag than should have been when set at 50 ml/hr, immediately switched out alaris brain and channel, replaced with new one. FDA safety report ID# (b)4)"